Manufacturer narrative:
The model#/catalog# identified a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided is for the domestic similar product. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that the connector is cracked. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.